Event description:
This report was rec'd from a pharmacia & upjohn sales rep of a physician who reported a pt who had a spike in her intraocular pressure three weeks post a lens exchange. It was questioned if healon had been left in the pt's eye causing the elevated intraocular pressure. The pt had lost vitreous and anterior vitrectomy was done. It was indicated that the physician had "to go back and rinse the anterior chamber and relieve the pressure". The physician did not respond to our requests for further info concerning the incident. This report was determined to require MDR reporting due to medical intervention for the event.